Event description:
It was reported that the plastic cover was missing. The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the main cover was missing, the upper and lower cases were broken, the battery drawer, side bail covers and ring cover were contaminated, the battery contacts were contaminated and discolored and the interconnect flex was creased. (B)(4): analysis found that the cable passed continuity testing but failed visual testing, the cable was broken.